Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed august 2, 2013.

Event description:
Per the clinic, the patient experienced poor performance with the device; however, the device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.